Event description:
It was reported that the device suddenly posted an alarm during use, an interrupt in ventilation has reportedly occurred and the display turned black. As per report, the users bridged ventilation support with a manual resuscitator (ambu bag) until a replacement device was available; the vital parameter quickly went back to normal and, no health consequences were resulting from the event.

Manufacturer narrative:
The details mentioned in the ufr were the only source of information; the hospital did not involve the local dräger s&s organization into any follow-up measures and - since the event was reported to dräger with 2.5 months delay, no further details could be obtained. Age of device and status of preventive maintenance and repairs is unknown; the serial number of the device was not included in the user facility report. A case-specific evaluation is not possible; the following can be concluded: the three reported symptoms alarm, black screen and ventilation interrupt would fit to either a reboot or to a complete shut-down due to e.g. Loss of energy supply. The device is equipped with an internal battery to cover mains power losses for a certain period of time but - if the internal battery was damaged/overaged - a mains power loss would lead to immediate shut down. A reboot is the specified behavior for certain situations. If running sw processes become interrupted or a deviation occurs that cannot be removed by other measures, a reboot of the entire device will be initiated autonomously to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient to allow spontaneous breathing and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and, the device resumes ventilation with previous settings. It is not known if the function of the device was restored or not; the user's report was unspecific in that aspect. The reported issue may have been related to malfunction, infrastructure problems, lack of maintenance, use error or a combination of these factors, a differentiation is not possible. It can be concluded that the issue in general does not incorporate a previously unidentified or falsely assessed risk since the device detected the deviation and posted an alarm to draw the user's attention. All alarms, potential root causes and dedicated remedies are listed in the IFU. The UDI no. Could not be determined as we were not provided with a serial number.